Event description:
The patient was revised because of loosening of the femoral component.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device loosening based on the lack of the product to examine and insufficient product information. Based on the investigation findings, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.